Event description:
It was reported that a patient wanted their implantable neurostimulator (ins) interrogated because it had "gone bad". Further details of the allegation were not available at the time of report. No intervention or outcome was reported. Follow-up attempts have been made to obtain this information, and the file will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 986a, lot# n115904, implanted: (B)(6) 2008, product type: lead. Product ID: 74002, lot# n226316, implanted: (B)(6) 2009, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).